Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, when the tech went to load the suture onto the device, the suture itself did not line up properly with the applier and could not be loaded. The tech and surgeon both could not load it properly. The event was investigated with the operating room nurse and the surgical tech. It was determined by the user facility that the component itself was faulty. The patient was not adversely affected. They opened a different suture to complete the process without further issue.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three endo stitch* surgidac* 2/0 48 grn dlu su opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. Two of the endo stitch* surgidac* 2/0 48 grn dlu su received had no needles remaining. Two needles were received on the last endo stitch* surgidac* 2/0 48 grn dlu su. The visual inspection of the endo stitch* surgidac* 2/0 48 grn dlu su needles noted no witness marks. The needles were loaded onto the pmv endo stitch* device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload did not line properly when loaded into the device (6 out of 7 times). Two separate lots attempted.